Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed atrial noise with isometrics but none with diaphragmatic stimulation. The noise caused oversensing and many inappropriate episodes. The atrial lead impedance is out-of-range, with no capture.